Event description:
Phlebotomist was drawing blood using a safety blood collection system. When the phlebotomist activated the safety feature, the needle retracted into the needle holder tube as expected, but the other end of the needle (the rubber coated end that accesses tubes) protruded from the end of the needle holder tube and punctured their fourth finger.